Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit shuts off when pushed over bumps. No patient involvement reported.

Manufacturer narrative:
The fse replaced the da to mc cable to address the reported problem.